Event description:
Boston scientific received information that this right ventricular (rv) lead could be damaged. The patient said during their last device check something was mentioned about their lead being frayed. Boston scientific technical services (ts) referred the patient to contact their physician. No adverse patient effects were reported.

Manufacturer narrative:
The local field representative has been contacted for additional information. At this time no additional information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.